Event description:
Unit is shutting down intermittently on external power. Unit is alarming. Note received with unit stated: vent shuts down and will power back on by itself. Did alarm. 1st happened when vent is laid flat. 2nd time in a few minutes vent was propped up.